Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 8 atmospheres for 20 seconds. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.